Event description:
According to the reporter, during skin closure following orthopedic surgery, in the beginning while anchoring the little loop, the welded loop didn't break, but came loose, it looked like it wasn't welded correctly. Another device was used in order to complete the case. No patient injury.